Event description:
It was reported the high voltage impedance increased and was now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6937a implantable tachy lead implanted: 2012 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6). (B)(4).